Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
"It was reported that on (B)(6) 2009 the patient underwent an unspecified procedure in which rhbmp-2/acs was implanted. At an unknown time post-op, the patient developed unspecified injuries."